Event description:
A malfunction alarm labeled as malf 16 was reported, with details indicating that there was no adverse impact to the customer's blood glucose level. The corrective actions involved replacing the malfunctioning pump, and the customer planned to use multiple daily injections as a backup for insulin delivery. Technical support confirmed the shipping address, provided instructions for storage mode, and arranged for the pump's return with a pre-paid label. The customer understood and acknowledged all instructions.